Event description:
It was reported that during the implant attempt, the lead was not used as the physician felt that it had been damaged while he was positioning it. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the proximal conductor was stretched. The inner insulation was kinked/buckled. The inner tubing was kinked/buckled. The lead was stretched. There was apparent damage at implant.